Manufacturer narrative:
Examination of the complaint sample revealed an elastic material (rubber-like) fiber, however, we were unable to determine the origin of this fiber. An extensive investigation of all manufacturing operations within the (B)(4) facility (in regards to the manufacture of the shunts product codes) was completed and did not identify any potential source for the type of material that is seen with this complaint sample. A review of complaint data did not identify any trend with this or similar failure modes. A device history review, raw material history file and the sterilization history records for the listed manufacturing lot did not identify any issues related to this report. All applicable manufacturing and quality personnel will be notified of this complaint in an effort to heighten awareness regarding this failure mode and to minimize any impact from the manufacturing process.

Event description:
After successful placement of the shunt, the doctor confirmed correct positioning of the shunt in the patient's body with imaging test and then found a shadow like string in the venous flow. Dr thought it should be leftovers of contrast agent used in the procedure and finished the operation. He did x-ray exam to the patient the following day. It appeared that the shadow was a string-like foreign object near right pulmonary artery. After the exam, the patient was forwarded to a radiologist in the hospital to remove the foreign body.